Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for seven (7) unknown 3.5mm cortex screws. Part and lot numbers were not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. Date of implant is unknown and was reported as approximately eight (8) weeks prior to (B)(6) 2017. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number a device history record (DHR) review could not be completed. Synthes manufacturing location and date of manufacture are unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery was performed on (B)(6) 2017 due to nonunion. The patient initially underwent an open reduction internal fixation (orif) of mid-shaft ulna approximately eight (8) weeks prior to the date of this report (exact date is unknown) to repair three butterfly bone fragments. It is unknown how the patient sustained the fractures. The patient was implanted with one (1) 3.5mm locking compression plate (lcp), seven (7) unknown 3.5mm cortex screws, and two (2) unknown 3.5mm locking screws. X-rays taken on unknown date for an unknown reason revealed the nonunion. Two (2) of the three (3) butterfly bone fragments healed and one (1) did not. It is unknown if the patient reported any symptoms. The patient underwent revision surgery on (B)(6) 2017. All hardware was removed intact. There were no issues with the hardware. The patient was revised to bone graft, one (1) 3.5mm lcp plate, and seven (7) screws. The revision surgery was successfully completed without delay or need for additional medical intervention. The patient¿s postsurgical status/outcome was reported as stable. This report is for seven (7) unknown 3.5mm cortex screws. This report is 2 of 3 for (B)(4).